Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Due to damage to the charged coupled device unit, a noise image occured. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the endoeye flex deflectable videoscope had image noise. Dark vertical stripe noise appeared on the right side of the image when turning on the power and checking the video image. There was no patient involvement in this reported event.